Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge fluctuated and pump time intermittently was incorrect. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.